Event description:
This patient has a past medical history of sick sinus syndrome, status post dual chamber pacemaker implant 17 months ago. The patient presented, at a different hospital, for a pulse generator change out secondary to atrial lead malfunction. It was noted that the patient had both leads malfunctioning and the patient was subsequently transferred here for an extraction of current pacemaker system due to elective replacement indicator (eri), leads and implantation of a new system. We have no prior visit history for this patient in our system. The patient tolerated the procedure well and was discharged home in stable condition.